Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician set up the ace60, a non-penumbra microcatheter, and a non-penumbra guidewire on the back table, and then attempted to advance the system into a non-penumbra sheath. However, the physician felt resistance while advancing through the middle of the sheath and, therefore, retracted the devices. While retracting, the physician felt more resistance; however, the devices were able to be removed. Upon removal, the physician noticed that the distal tip of the ace60 had become damaged and ovalized. The procedure was then completed using a penumbra system ace 68 reperfusion catheter and the same microcatheter and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace60 was stretched approximately 131.0 thru 133.0 cm from the hub. A kink was present approximately 133.0 at the distal end of the stretched location. Conclusions: evaluation of the returned ace60 revealed that the catheter was stretched. If the device is forcefully advanced and retracted against resistance, damage such as kinks and stretching may occur. The non-penumbra microcatheter, non-penumbra guide wire, and non-penumbra sheath were not returned to penumbra for evaluation. Therefore, the root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.